Event description:
It was reported that a skin reaction occurred. The sensor was inserted into arm on (B)(6) 2024. On 04/16/2024, the pediatric patient experienced a skin reaction with redness, pustules, and infection, underneath sensor pod area only. A healthcare provider (hcp) was contacted and the skin reaction was treated with a prescription of an oral antibiotics, erythronycin. At the time of the report the patient was feeling better. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).